Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect. The reported patient effect of stroke (cerebrovascular accident), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a stroke. It was reported that the mitraclip procedure took place on (B)(6) 2017 to treat functional regurgitation (mr) with a grade of 4+. Two clips were successfully placed and final mr grade was <1. On (B)(6) 2017, 6 days after procedure the patient suffered an ischemic stroke. No treatment was performed as the symptoms were mild and the patient did not report them immediately. The patient was transferred from cardiology to the stroke unit and discharged home. No additional information was provided.